Manufacturer narrative:
Analysis of the pump (sn (B)(4)) found a gear train anomaly; the stall was due to corrosion and wear of the shaft-bearing. Analysis of the catheter (sn unknown) found no significant anomaly. A non-significant indent in the seal of the sc connector did not affect infusion.

Event description:
It was reported a critical alarm was occurring as a result of motor stall (blocked pump rotor). It was noted the patient had underdose symptoms. Logs were checked and a rotor/roller study was performed. The motor stall did not recover and lasted "more than 100 hours" with a tube set message after the stall. It was also reported there were more than one motor stall noted in the event logs and "the physician tried to arrange the motor stall many times with a bolus, but it was impossible". It was unknown if the repeated motor stalls occurred in a short duration. The pump was replaced on (B)(6) 2015. The patient was receiving effective therapy with the new pump. The pump was used to deliver morphine,bupivacaine and clonidine.

Manufacturer narrative:
Concomitant products: product ID: neu_unknown_cath, serial# unknown, product type: catheter. (B)(4).

Manufacturer narrative:
(B)(4)

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.